Event description:
Patient presented for removal of breast implants. The original augmentation surgery had been done in 1984 in new york city. The name of the facility and physician was niot oiffered by the patient. The patient stated that she had noticed a change in size of her breast and had been experiencing pain. The implants were removed under anesthesia and saline implants were then used. The specimens were sent to the laboratory at another facility for examination by a pathologistinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.